Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 5.1 and 5.2 failed to open and not detected on bus, which located on 4sptele bp. The customer attempted to reboot the station, but the issue persisted and unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 were not detected on the bus. A field service engineer checked all connections and rebooted the unit, and all drawers were able to recover. The system functioned as intended after the field service engineer repaired the device.